Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the complaint description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing. No inappropriate shock was provided due to this. A potential sense b noise is suspected as well as electrode fracture, however, this has not been confirmed. Further evaluation of the system and troubleshooting options were discussed. This system remains in service. No adverse patient effects were reported.